Event description:
It was reported that the insulin pump was delivering too much insulin and the customer wanted to return the device a year ago but did not return it. The caller stated that the customer was currently on vacation and had sent a text message to the caller stating that the insulin pump broke and it alarmed motor error. The customer was on back up plan. The customer also wrote in her text message that she thinks the device gave her a huge dose of insulin. The caller told her to drink juice. The customer's blood glucose increased to 538 mg/dl, she took some lentus but had novolog prior to the lantus and the blood glucose decreased to 137 mg/dl. The customer was no longer using the insulin pump and may not have the device with her. The caller was advised to have the customer call back for troubleshooting when the device was available. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.